Event description:
The patient reported that her catheter had disconnected from the pump, and she was having pain. The disconnect was reported as confirming (test and date unknown). The catheter revision surgery scheduled for 2007 was delayed due to an infection of unknown origin. Symptoms included fever and swelling. The catheter was revised on the following month. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.